Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the feed leaks where the spike of the feeding set connects to the feed bottle. There was no patient harm.

Manufacturer narrative:
A device history record review reveled no abnormal process conditions were present during the manufacturing of the product that could have led to the condition described by the customer. One used sample was returned for evaluation. A visual and functional inspection was carried out according to product specifications however the reported condition was not present in the returned sample. The reported condition could not be confirmed. A root cause could not be determined, nor could it be attributed to the manufacturing process of this device. This complaint will be closed with no further action. This complaint will be used for tracking and trending purposes.